Event description:
International affiliate reports leakage occurred in the tubing connection of the pump. Another kit was on hand to complete the procedure. However, it is reported that the difficulty resulted in a delay of sixty minutes during which time the patient was under anesthesia. There were no further complications and no adverse consequences to the patient.

Manufacturer narrative:
Depuy spine has requested the return of the device. A f/u medwatch report will be filed upon receipt of the device and completion of the eval.